Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cursor on the central control monitor (ccm) was not aligned correctly. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
The service call was canceled by the customer. The user facility's biomedical engineer (biomed) repaired the ccm after speaking with technical support. The biomed performed a touchscreen calibration and the ccm is working correctly. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.